Event description:
Surgical patty in the pack had a blue x-ray detectable strip that detached from the patty.

Manufacturer narrative:
A user facility medwatch report (#(B)(4)) was received on (B)(6) 2022 reporting the surgical patty in the pack had a blue x-ray detectable strip that detached from the patty. A supplier notification letter was sent to the vendor integra lifesciences sales, ll. To make them aware of the issue. Root cause: the actual sample has not been returned for evaluation. Therefore, deroyal was unable to determine the true root cause. Corrective action: a corrective action has not been taken due to the root cause determination. An inventory check was made by deroyal, a total of 30 patties were inspected, and no discrepancies were identified during the inspection. This investigation is complete at this time. No further information is available at this time. We will provide follow-up report if additional information becomes available.